Event description:
A peritoneal dialysis (pd) patient reported that the cycler label is missing and the cycler heater tray is chipped and melted. The patient was issued a new cycler, but would use the current one until the new one arrives. Patient was advised to notify pdrn of the cycler replacement. In a follow up with the patient it was verified that there was no patient injury, adverse events or medical intervention required as a result of this event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available for return to the manufacturer for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler label is missing and the cycler heater tray is chipped and melted. The patient was issued a new cycler, but would use the current one until the new one arrives. Patient was advised to notify pdrn of the cycler replacement. In a follow up with the patient it was verified that there was no patient injury, adverse events or medical intervention required as a result of this event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available for return to the manufacturer for investigation.

Manufacturer narrative:
Upon review, the MDR submitted under MFR 2937457-2022-01318 has been determined to be a duplicate of MFR 2937457-2022-01319 . All event details will be captured under MFR 2937457-2022-01319. There will be no further updates on MFR 2937457-2022-01318.